Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the flow sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during use on a patient a 980 ventilator generated a high exhaled tidal volume alert. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.